Manufacturer narrative:
The investigation of positioning issues has been completed. The pump was not returned for investigation. The data log shows the impella position in the aorta alarmed after 21 hours of case run. Also, clinical observations confirm that the pump was not able to reposition after it was pulled into the aorta. The cause of the positioning issue was most likely use related based on given clinical detail. E4 should have been left blank on the initial manufacturer device report number 1220648-2025-26634 as it is unknown if the initial reporter also sent the report to the food and drug administration.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. As groin was being dressed for ICU, impella alarmed in aorta. After multiple attempts to advance the impella cp back into the left ventricle, a decision was made to exchange the impella cp. No patient harm was reported and the patient outcome was noted as stable.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.